Manufacturer narrative:
Device passed displacement test, self test, off no power test and all operating currents tested within the specific range. No unexpected low battery alarm were noted. No audio or vibrate or back light anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had sound to where customer cannot hear them and insulin pump had rejected new batteries. The customer¿s blood glucose was unknown at the time of incident. The customer also state that the back light had diminished in brightness. The insulin pump will not be returned for analysis.